Event description:
Additional information received indicated that there was no treatment or follow-up plan provided. Additionally it was noted there was a long-term problem due to stage 3a chronic kidney disease.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the etiology of the anemia was unclear. Active bleeding was not present nor a pre-existing condition.

Event description:
Medtronic received information that approximately two and a half years following the implant of this transcatheter bioprosthetic valve, anemia occurred. The patient¿s hemoglobin was a low of 6.4 grams per deciliter (g/dl) and a range of 12.0-15.5 g/dl. Chronic anemia was noted as still ongoing and elevated high-sensitivity troponin t (hs-tnt) level of 134 nanograms per liter (ng/l) was measured. Two units of packed red blood cells (prbcs) were administered for the anemia and hospitalization was required for seven days. The previous hemoglobin draw was approximately six months prior and was a low of 10.5 g/dl and a range of 11.5 to 16 g/dl. Per the physician, the anemia was unlikely related to the valve. The event was reported as resolving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.